Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The power management tool confirmed power error 25 alarm was triggered when backup battery unloaded voltage was less than 3.7 v for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 205 mg/dl. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer was advised to monitor the insulin pump and call back if the issue reoccurs in the next 4 hours. Customer called back to advise the power system error alarm occurred for the 2nd time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.